Event description:
On (B)(6) 2014, 5fr triple was placed. Patient got an infiltrate of tpn / lipids. Starting at the 3 cm mark, there is a split down the length of the catheter. Unk yet if patient was injured. On (B)(6) 2014, customer states that the small white port is the only one that leaks.

Manufacturer narrative:
The MFR has received the sample and it will be evaluated. Results are expected soon. A lot history review (lhr) of rexl0573 showed no other similar product complaints from this lot number.